Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: the american surgeon 2023, vol. 89(12) 5697¿5701 https://doi.org/10.1177/00031348231175126.

Event description:
Title: hypertrophic pyloric stenosis protocol: a single center study. The study aims to describe the protocol and subsequent outcomes of hypertrophic pyloric stenosis (hps). Between 2016 to 2023 a total of 333 patients (279 male and 54 gfemale) with a mean age of 5.1 weeks were included in the study. These patients were diagnosed with hypertrophic pyloric stenosis (hps). All patients underwent laparoscopic pyloromyotomy were the fascia at the umbilicus is re-approximated with 2-0 vicryl suture. Reported complications were: electrolyte derangement identified in 142 patients requiring preoperative fluid boluses in addition to the maintenance fluids, re-admissions due to: (n = 1) stridor, (n = 1) decreased oral intake , and (n = 10) vomiting, and incomplete pyloromyotomy which required re-operation in 1 patient. The protocol, which focuses on efficient resuscitation, minimizing interventions, and encouraging ad lib feedings, is a valuable tool in the management of hps. Fluid resuscitation and feeding protocols for hps have been proposed independently in the past. However, this protocol includes both aspects, which are critical in the management of hps.